Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced retractor band on main hh drawer 4.2. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer stated that the device had a failed drawer which was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.